Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual inspection: as the device was not returned for evaluation, a visual inspection could not be performed. Functional/performance evaluation: as the device was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: as no images or medical records were returned, a review could not be performed. Image/photo review: one photo was received and reviewed. The photo shows an unknown material. The material appears to be small and grey in color. Blood is visible on the material. The material does not appear to resemble any component of a maxcore biopsy device. It is unclear where the material came from. Therefore, based on the photo review, the investigation is inconclusive for foreign material. Conclusion: one photo was received. The investigation is inconclusive, as the sample was not returned for evaluation and based on the photo review it is unclear where the material came from. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package.

Event description:
It was reported that during a prostate biopsy allegedly a foreign material described as a metal piece fell out of the needle. It is unknown how the procedure was completed. There was no reported patient injury.